Event description:
Customer reported loss of image on two stryker 1088 camera stacks during surgery. Upon investigation by our field service technician it was found that one of the location pins on the camera head lead plug. At the console end, had dislodged causing both camera consoles to short which in turn caused the internal fuses to blow apparently resulting in loss of image to both camera stacks. Instruments were repaired/replaced locally by the technical service department, thus no item will be sent for investigation.

Manufacturer narrative:
Customer reported that a fifteen year old pt undergoing surgery at the time lost a sufficient amount of blood as to be considered life threatening. In her opinion this was a direct result of the lack of visualization. Root cause & corrective action: if the customer does not remove the camera head correctly from the ccu, the tabs may break off. A fuse on a ccu could possibly blow if a camera head was used where the ch connectors have broken tabs on the latching style connector. If it has broken tabs, the connector could essentially rotate and hence could get inserted in the wrong orientation causing excessive current to flow and blow the fuse. A new non-latching lemo connector was introduced in october of 2005 to resolve this issue.